Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms. The customer's reading was 507 mg/dl. The customer reported confusion as a symptom. The customer treated with a manual injection. The customer was confused and needed to wait for help from her husband. Nothing was replaced or returned for analysis.